Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) requested the device back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t compressor is getting hot and does not cool. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative ran the compressor and found that it got hot, but the cardioplegia and patient tanks would not cool. The coolant fluid in both tanks was inspected without any deviation from normal values. The unit was returned to livanova (B)(4) for further investigation and repair. During evaluation, a leak was identified on the evaporator, causing water to enter the cooling system, resulting in the reported issue. Corrective actions are in progress for this type of issue.